Event description:
Complainant alleged that during routine testing at 360 joules, the device emitted a "loud pop", displayed a "defibrillation fault 80" and was then unable to charge. There was no pt involvement during the reported malfunction.